Event description:
It was reported that there was noise on the right ventricular (rv) lead channel of this cardiac resynchronization therapy defibrillator (crt-d) system as well as oversensing which caused up to three seconds of pacing inhibition. Technical services (ts) analyzed device episode data and provided troubleshooting, including programming suggestions. It was noted that a venogram showed a completely occluded left side. Lead revision will be scheduled in the near future. No adverse patient effects were reported. Currently, this crt-d system remains in service.